Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While impacting the sz 5 left ps femoral trial into place, the medial femoral condyle was fractured. Surgeon had to place 2 cannulated screws across the fracture before continuing.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation.